Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported a right side "with discomfort, increased volume and temperature" and "deformity." Later it was reported rupture, "lobulated contour" and "fluid collection" in ultrasound. The event of "peaks of hyperthermia" is not device related. Device remains implanted.